Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a placement difficulty with the left ventricular (lv) lead and the lead was unable to be fixated due to a suspected issue with the helix. The lv lead was attempted to be place, not used, and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a placement difficulty with the left ventricular (lv) lead and the lead was unable to be fixated due to a suspected issue with the helix. The lv lead was attempted to be place, not used, and replaced. No patient complications have been reported as a result of this event.